Event description:
Malfunction cardio respiratory monitor with oxygen saturation capability being used on premature neonate in neonatal intensive care unit. Audible alarm for low saturation did not sound although oxygen saturations dropped as low as 54% before returning to normal. MFR aware, but to date has not been able to problem solve.